Event description:
Balloon ruptured at the end of deployment during transcatheter aortic valve replacement (tavr). Left femoral cutdown and removal of transcatheter aortic valve replacement (tavr) delivery system was required. Endovascular abdominal aneurysm (eavr) and femoral artery repair had to be performed.